Event description:
Customer reported receiving a no delivery alarm during a manual bolus. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion or connection issue. Customer's last blood glucose reading was 122 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.